Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report that the device failed the 30 psi occlusion test at 19psi. The passing specification for the 30 psi occlusion test is between 22-38psi. A review of the serial lot number history indicated no similar complaints associated with this device. A hex file which had the calibration change was sent to the end user. The failure mode was confirmed, and the probable cause was determined to be a calibration issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report that the device failed the 30 psi occlusion test at 19psi. The passing specification for the 30 psi occlusion test is between 22-38psi. Here was no patient involvement reported.